Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 414 mg/dl at the time of incident. The customer reported that they used this reservoir. The reservoir will not be returned for analysis. Unomed inf set.